Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 592 mg/dl. Customer reported that the blood at the site of insertion. The customer had issue with insulin pump and sensor communication. Customer was advised to contact to their health care professional. The insulin pump will be returned for analysis.